Manufacturer narrative:
The explanted lens was returned for analysis. One haptic was bent-distal area the optic had scratches-rejectable. No cracks were observed in the lens. Optical resolution is acceptable. While we are unable to determine the origin of the lens damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 08/24/2007. Add'l info was requested 08/02/2007 and 08/20/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reported double vision ghosting. Upon examination, the surgeon noted a "squiggly" crack in the lens. The lens was explanted. Add'l info, including pt status, has been requested.